Event description:
In 01/03 while performing a left cataract extraction, dr. Injected visco-elastic through surgical specialties corporation's product in finished goods. After injection of the visco-elastic, refractive particles appeared in the patient's left eye. Some of the particles were irrigated from the patient's eye. Numerous particles remained in the patient's eye.